Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance "that seemed deeper than normal" during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 306 mg/dl.